Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia requiring defibrillation. Defibrillation caused the pump to come out of position. The pump could not be repositioned so it was explanted. The patient survived.

Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Positioning issues: pump was placed successfully. As the physician was about to start working on the left anterior descending artery (lad), patient went into sustained ventricular tachycardia (vtach). Patient was not sedated and patient was shocked. They moved around rigorously, violently jolted repeatedly and due to his movement the pump became dislodged into the aorta. Unable to recross and decision was made to remove pump. The cause of the positioning issue was most likely patient movement as the pump migrated into the aorta when the patient moved around rigorously and wasn't fully sedated. Vt: as the necessary information was not provided, the root cause of the vt/vf was not determined. B1 product problem was was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29040. Health effect - clinical code 1721 and health effect - impact code 4628 were erroneously entered on the initial manufacturer device report number 1220648-2025-29040.